Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The following cosmetic damage was also noted: a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that her insulin pump stopped working; none of the buttons would respond properly when she tried to clear a low reservoir alert. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.